Event description:
The customer is a diabetic, who gives herself insulin injections on a regular basis. During use, the needle broke off and became lodged in the muscle of her upper thigh. The customer went to her physician and had an x-ray taken. The consumer was also operated on in an attempt to remove the needle. The surgery was unsuccessful as the surgeon concluded the needle could not be removed without potentially permanently damaging the muscle.

Manufacturer narrative:
Results: the sample is not available for eval. A review of the device history records could not be performed as a lot number for this incident was not provided. Conclusion: without a sample, a root cause for this incident could not be identified.